Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to radiation during a medical procedure, leading to device errors and concerns about its functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting confirmed that the customer expressed doubts and lost trust in the device after the exposure. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found no moisture or physical damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. No unexpected alarms/alert/anomalies noted during testing. Unit functioned properly. Unable to confirm alleged environmental-exposed to magnetic field or MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.